Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. No other information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in oct 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 16865265. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI): (B)(4).